Manufacturer narrative:
(B)(4). The nurse reported the occurrence date as an unknown date in (B)(6) 2016 (previously reported as (B)(6) 2016). The patient was hospitalized on (B)(6) 2016 for the event. The patient was hospitalized forty three days prior to the receipt of this report, for peritonitis. On an unknown date that same month, the patient was treated with vancomycin (dose, route, and frequency not reported) for peritonitis. Eleven days after admission, the patient was discharged from the hospital. On an unknown date the month following the onset date, the vancomycin was completed and the patient was recovered. On an unknown date, pd therapy was discontinued permanently and the patient remains on hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified intravenous antibiotics (drug names, doses, frequencies, and durations not reported) for peritonitis. On an unknown date, peritoneal dialysis therapy was discontinued and the patient was switched to hemodialysis. At the time of this report, the patient was recovering. No additional information is available.